Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# v291949, implanted: (B)(6) 2009, product type lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had their entire left side ins, lead, and extension explanted due to infection. No further complications were reported as a result of this event.